Event description:
It was reported that during a surgical procedure at the user facility, the handpiece overheated. There was no delay, no medical intervention, no adverse consequences to the patient reported.